Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated the pump was operating within required specs and delivered insulin accurately.

Event description:
It was reported that the pt experienced elevated blood glucose levels.